Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A reliant balloon was used in the endovascular treatment of a 76mm aneurysm in the patient. It was reported that during the procedure, while performing touch up in the proximal region, the balloon ruptured while being inflated. The balloon was replaced and a new reliant balloon was used successfully. As per the physician the cause of the event may have been contact with the proximal suprarenal stents of the endurant stent graft being used in the patient. No additional clinical sequelae were reported and the patient is fine.